Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During the functional test, due to the returned position of the introducer sheath, the smart coil pusher assembly was unable to be advanced through the introducer sheath. Further evaluation of the returned smart coil revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. The kinks in the pusher assembly may have occurred due to forceful handling of the device during use. The offset coil winds on the embolization coil indicates that the coil may have been advanced out of its sheath at some point during the procedure. The root cause of the smart coil not being able to advance from its starting position could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal pudendal artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. Next, a smart coil was stuck within the introducer sheath and would not advance from the starting position. Therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.